Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The customer stated he dropped the insulin pump when getting into the shower and the drive support cap is protruded. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The insulin pump was unable to confirm prime alarms or perform prime test due to motor error alarms. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip.